Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 480 mg/dl at the time of incident and current blood glucose was 284 mg/dl. Customer reports the following symptoms related to their high blood glucose level as nausea ,stomach, ache ,weakness ,trouble breathing . The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with manual injecton. Customer will be returned device for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Unit was received with cracked retainer, minor scratched display window and scratched case. The motor was tested out side the device and passed.